Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 17 february 2012. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the blade was unlocked with the impactor following the standard procedure and surgical technique during the surgery. The surgeon found an aperture at the blue external cylinder of the impactor causing the blue external cylinder rotation. The surgeon decided to fill the aperture by hammering then successfully attached the blade with the impactor. There was no surgical delay nor any adverse consequences reported. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the device was not packaged in the original packaging of the product. The device was in an undamaged status and has traces of use, especially on the metal cap of the blue handle. As described in the complaint an aperture in the blue handle of the instrument was observed during surgery, which caused the blue handle to rotate. By hammering on the metal end cap of the handle, the aperture was closed and the instrument could successfully be used. In order to confirm the complaint issue, the instrument was firmly fixed in a bench vise and it was tried by human manual forces to rotate or remove the blue handle. It was neither possible to rotate the handle nor was it possible to move it so as an aperture appeared as described in the complaint. In addition the whole handle was visually examined for fissures which could lead to an untightening of the handle from the shaft. No fissures or damages of the handle could be found, which could lead to an untightening of the handle. A device history record review was performed, no deviations or incidents were detected which could lead to the complaint failure. Since the complaint failure could not be reproduced in the investigation, the complaint is rated as not confirmed. In addition no manufacturing issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.